Manufacturer narrative:
All the buttons functioned properly and no button error alarm or moisture damage on the keypad traces were noted. The keypad connector was fully locked. The pump also had a cracked case at the display window corner, minor scratches lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump alarmed button error. Blood glucose value was 140 mg/dl. Customer stated that went swimming and had the insulin pump in a sealed aquapack prior to the alarm. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.